Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting or fibrin clots. The following information was provided by the initial reporter. The customer stated: because the tubes "gelled" after centrifugation and were therefore unusable for the analyses. By changing the batch the phenomenon did not occur again.

Manufacturer narrative:
H6: investigation summary: bd received 365 customer returns for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. Customer return testing: 30 returned samples were analysed for citrate content; all were found to be within specification. All tubes filled as expected and visual inspection found no haemolysis. Analytical testing and visual inspection of the tubes returned by the customer found clotting occurred in 3 of the 4 tubes tested. Clotting was not observed in any of the retain(same lot #) or control tubes retention samples tested clinically: analytical testing and visual inspection of the retained and control tubes was satisfactory. The defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint can be confirmed for clotting based on the return samples tested clinically. Retention sample testing (of the same lot) was satisfactory as well as testing of additive amount in returned samples. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review did not indicate a confirmed trend.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting or fibrin clots. The following information was provided by the initial reporter. The customer stated: because the tubes "gelled" after centrifugation and were therefore unusable for the analyses. By changing the batch the phenomenon did not occur again.